Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl. The customer was hospitalized due to congestive heart. Customer was assisted with changing in time. Customer was reported that they lost book and they want new one. The insulin pump will not be returned for analysis.